Manufacturer narrative:
(B)(4). Pump received with stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Pump had unresponsive buttons at esc, act, up and down due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Event description:
The customer reported via phone call that the they had high blood glucose and battery cap was off. The customer's current blood glucose level was unknown and at the time of incident was 303 mg/dl. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.